Event description:
It was reported that foreign matter was found in the bd¿ syringe with needle. The following information was provided by the initial reporter, translated from (B)(6) to english: it is found that there are many black spots inside the syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 301947 and lot number 1901217. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation by our quality engineer team. Through examination of the retained samples, no defects could be observed. Based on the investigation results, an exact cause could not be determined for the reported incident.

Event description:
It was reported that foreign matter was found in the bd¿ syringe with needle. The following information was provided by the initial reporter, translated from chinese to english: it is found that there are many black spots inside the syringe.